Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke from the dart. The procedure was completed with another uphold¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned uphold lite with capio slim revealed that the suture on the blue with white stripe dilator was broken. The dart was located behind the cage of the capio slim. There was a small amount of suture attached to the dart. Analysis revealed no damage to the capio slim suture capturing device. Functional analysis revealed that the device functioned as intended. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Blocks updated based on the investigation analysis that the dart was found behind capio cage.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke from the dart. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.